Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device.

Event description:
It was reported a patient presented with wound dehiscence at their generator implant site. Cultures indicated the patient had a staphylococcus spp. Infection, which the surgeon identified as the cause of the patient's wound dehiscence. The patient underwent cleaning of the surgical site, was prescribed antibiotics, and had their generator pocket revised to relocate their generator to the right thoracic region. Generator cultures were reported to be negative indicating the infection was localized to patient superficial tissue. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and was sterilized prior to distribution. Device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device. No additional relevant information has been received to date.